Manufacturer narrative:
MDR 8021545-2026-07058/ initial 1 of 6 e1: patient city: (B)(6) patient country: (B)(6) name: medtronic minimed. Country: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the customer experienced tape not sticking due to movement during sleep and school resulting in six cannulas falling off on (B)(6) 2026.